Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. E3: occupation: head of interv cardiology. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after a transcatheter aortic valve implantation (tavi) implantation where, the contralateral puncture was closed with an 8 french angio-seal. The puncture had to be high due to the severe calcification of the common femoral artery (cfa). The patient had a retroperitoneal bleeding. No patient harm was reported. Follow-up treatment was needed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide an update to section d4 and d9, and to provide the completed investigation results. The sample was not available for evaluation. The complaint was confirmed for an adverse event post deployment of the angio-seal device against the instructions for use (IFU) indications. The exact root cause cannot be determined. The likely cause was determined to have been a combination of patient health factors and procedural factors contributing to the outcome of the reported event. The relationship of the device to the reported event cannot be substantiated based on available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a2: date of birth, a3a: sex, a4, a5, a6, b2, b5, b6, d10, h6 health effect - clinical code (e), and h6 health effect - impact code (f). The date of death was unknown.

Event description:
Additional information was received on 25jun2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The artery had significant calcification. An area without calcium was punctured guided by ultrasound. No angiography was performed prior to deployment. There were no issues inserting, deploying, or removing the device. The retroperitoneal hemorrhage was managed by interventional radiology placed a covered stent, polytransfusion, plasma expansions, and compression. The estimated blood loss was greater than 250cc's. The patient died from shock. No medical products were used concomitantly with the angio-seal. The patient had a history of anemia. The patient was taking apixaban daily, dose was five (5). There were not multiple punctures performed to obtain arterial access. The posterior wall of the artery was not punctured. The puncture site was considered high (above the inguinal ligament or inferior epigastric artery). The patient received tirafiban and heparin, dose weight-adjusted tirafiban and unfractionated heparin. A computerized tomography (CT) and angiography were performed to diagnose the hemorrhage. A covered stent was performed to treat the bleeding.